Event description:
A customer observed imprecise amon qc results on the vitros 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that the precision of the system did not meet expectations. On-site service related to incubator contamination was performed and the analyzer was recalibrated. Following the service actions, the analyzer was restored to expected operation. The root cause of the event was instrument related.